Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was inserted into the eye but it did not seat properly. The iol was removed. There was no patient injury. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site for evaluation; therefore product testing could not be performed. The reported issue was not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.